Manufacturer narrative:
Sc-2317-50, (sn (B)(6)). The returned leads were analyzed and visual (microscope) and x-ray inspection of the leads revealed that multiple cables were completely broken at the bent/kinked location. The bent/kinked location was 2 cm from the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. With all the available information, boston scientific concludes that the allegation of high impedances had been confirmed. The leads got kinked after it exits the clik x anchor resulting in the reported complaint. The leads were exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
It was reported that the patient underwent a lead replacement procedure due to high impedance.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7077440.

Event description:
It was reported that the patient underwent a lead replacement procedure due to high impedance.